Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when performing the puncture with the device, it did not activate the safety lock, leaving the needle exposed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when performing the puncture with the device, it did not activate the safety lock, leaving the needle exposed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.